Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving -shocks- from her implantable cardioverter defibrillator (ICD). Interrogation found that the left ventricular lead exhibited greater than 2000 ohms impedance and intermittent capture at 4.0 v at 0.5 ms. No shocks were recorded. The patient was feeling the vibratory alert from the ICD.